Event description:
A report was received that the patient's ipg was replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision wherein the ipg was replaced and relocated. The patient was doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was replaced for an unknown reason.